Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the insertable cardiac monitor exhibited under-sensing due to loss of contact. No intervention was performed. The patient was in stable condition.